Event description:
Faulty tubing. Primary tubing was primed with micro-filter added to the end of it. Attached to patient and began infusion. A couple minutes later there was a large amount of air-in-line, followed by fluid. Either faulty pump or faulty tubing to have pulled a large section of air into the tubing that was primed. Also, micro-filter would not disconnect from tubing. Attempted disconnecting filter tubing from primary line using 2 hemostats, unsuccessful. Have to reorder medication and patient has a delayed administration.